Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal of the implants on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating the product code is 3503330, which corresponds to a saline mentor smooth round high profile 330cc and the lot number is 5692781. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that a 37 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 330cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal of the implants on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating that the implantation date is unknown and not (B)(6) 2005 as previously reported in the initial report dated (B)(6) 2018. Manufacturer¿s reference number: (B)(4).